Event description:
MFR changed the packaging on the electrohydraulic lithotriptor probes and "stopped sterilizing them." Nothing on the new packaging indicates the product must be sterilized before use. The packaging has the term "gamma" and "exp" which would indicate date of gamma irradiation and an expiration date of sterile product. There is also a clause which states if the product is resterilized, the institution assumes responsibility for effectiveness. The packaging should state "unsterile" if the product has not been sterilized. (*)